Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. At the 30 day follow-up, the physician noticed a type ia endoleak. The physician elected to re-intervene by coiling at the level of the sealing rings, successfully resolving the type ia endoleak. As of the date this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the loss of seal was found to be anatomy related, due to the approximately 65 degree juxtarenal aortic angulation. Off label neck angulation was unable to be definitively confirmed due to the lack of pre-operative imaging. The final patient disposition could not be ascertained due to a lack of medical records, however, there have been no additional patient sequelae reported. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. Codes: (B)(4).